Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included ectopic pregnancy, fatigue, anterior cruciate ligament tear and meniscus tear of knee. Previously administered products included for an unreported indication: depo-provera from 2010 to 2011 and iud from 2006 to 2010. Concomitant products included loratadine (axcel loratadine), sertraline and sumatriptan succinate (imitrex). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression & anxiety") and anxiety ("psychological or psychiatric problems condition: depression & anxiety"). In (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain / left side abdominal area"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy- (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, depression, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, weight increased, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for anxiety ,depression, abdominal pain, migraines date(s) of insertion discrepancy noted (B)(6) 2014& (B)(6) 2015. Discrepancy noted in date of removal not removed & bilateral salpingectomy- (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: unilateral occlusion (right tube occluded) :left tube was not fully blocked. Imaging procedure - on (B)(6) 2015: essure confirmation test result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs& mr: case become incident previously added psych injury was replaced with depression and new events: anxiety and ovarian cyst was added. Lab data, medical history ,reporter ,concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.